Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed there was no system malfunction found. The fse checked the bios batteries, hard drive, and some other components, but no error/fault was found, and the issue was not repeated; rather, the customer might have clicked the wrong button during the system's startup, causing the system to enter bios mode. Therefore, the fse instructed the customer not to press the wrong button during start up. Following system performance verification, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Troubleshooting found no issue/failure with the system startup and the reported problem could not be reproduced. The system was confirmed to be operating per specifications and no failure was identified. The fse deemed that the system was in use in good working order. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot-up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.